Event description:
It is reported that the pt slipped and fell on (B)(6) 2013, then complaining of pain four days later. The pt presented to the emergency room on (B)(6) 2013 with an anterior dislocation and was treated with a closed reduction. The pt returned to the emergency room on (B)(6) 2013 complaining of pain. The x-ray showed a dislocation and partial fracture of the greater trochanter. A closed reduction was attempted, but did not take. The pt was then revised.

Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. This report will be amended when our investigation is complete.